Event description:
The patient stated patient programmer (pp) won't turn stimulation on. There was none symptom reported regarding this event. The patient want someone form the manufacturer company to come over to check her device to see why it was not working to turn stimulation on. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.